Event description:
It was reported that this pacemaker exhibited an unspecified product performance issue. No adverse patient effects were reported. Several attempts have been made to obtain additional information, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information provided advised this implantable pacemaker recorded 17 non-sustained ventricular tachycardia (nsvt) episodes that appear to be noise on the right ventricular (rv) lead. The noise appears to be oversensing of myopotentials with pacing inhibition, with the longest episode lasting three seconds. The lead pacing impedance increased several months ago greater than 3,000 ohms triggering a lead safety switch (lss) to unipolar. The physician elected to make programming changes with the fixed sensitivity to 10mv (millivolts) and the polarity was reprogrammed from unipolar to bipolar. The rv lead impedance is currently stable at 471 ohms and unable to reproduce lead noise with provocative maneuvers. The plan is to continue to monitor and review lead measurements. At this time, the device and the non-(B)(6) rv lead remain in service. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).